Manufacturer narrative:
The system was examined and the reported event was not replicated. The input/output (I/o) control board and x motor cable were replaced as a preventive measure. The company service representative observed surgery and the unintended gantry movement was not observed. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. Printed circuit board assembly (pcba) was received for evaluation. A visual assessment of the returned sample showed no damage to the component. The printed circuit board (pcb) was installed onto a calibrated test bench and tested per procedures and was found to be functioning as expected. There was no problem found with the sample. The cable assembly was also received for evaluation. A visual assessment of the returned sample showed no damage to the component. The cable was installed into a calibrated system and tested through system start up and quick boot up. The gantry was moved in all three axis (of motion) and tested (three times) without problems found. Based upon the information obtained, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported the gantry was moving on its own. Additional information has been requested.